Event description:
It was reported that two tracheobronchial stent grafts failed to deploy. The physician did an up and over, approach was right down to left; the distal popliteal to the distal sfa. Using the pin and pull method, he pinned one section and began to pull, he encountered a great deal of resistance. He pulled hard and the outer catheter separated from the inner catheter. The stent did not deploy. He removed the device and attempted to use another tracheobronchial stent graft and again encountered a great deal of resistance. This time he stopped pulling before the catheter separated and removed the device. The physician completed the procedure using two biliary stents. The guidewire was .035 with an 8f sheath. No patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has been returned to the manufacturing site and the investigation is underway.